Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was confirmed. A picture of the implant was provided. The image shows that the locking dovetail feature was flared out. No further evaluation can be performed with this image. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 71220104300, art surf insertion instrument, lot # z1605044. Catalog #: 00598003701, stemmed tibial component precoat size 3, lot # 64100739. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the polyethylene insert couldn¿t be seated into tibial tray. The surgery was completed with another device with the same part number.